Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's system board was replaced to address this issue.

Event description:
The manufacturer received info alleging a ventilator was not powering on. The device was not in pt use.